Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from the nurse. This case concerns a (B)(6) female pt who experienced body aches and asthma like symptoms after receiving treatment with synvisc one injection. The pt's medical history included asthma. No past drugs, concomitant drugs and concurrent conditions were reported. On (B)(6) 2014, the pt received treatment with synvisc one injection, (batch/lot number: y1305 and exp date: 10/2016; dose, frequency, indication and route: not provided) into right knee. On the following day, the pt experienced body aches and asthma like symptoms. On (B)(6) 2014, (thursday), the pt's condition got worse and was moved to the hospital where she was admitted on and was later released on (B)(6) 2014 (sunday) after administering corticosteroid nos (steroid) treatment for her asthma symptoms. It was reported that the pt never complained about knee itself but only about her asthma related symptoms. On (B)(6) 2014, pt was ok and knee was better. Action taken: unk. Outcome: unk for both events. A pharmaceutical tech complaint was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Seriousness criterion: hospitalization for both events ad intervention required for asthma like symptoms. Sanofi company comment dated (B)(4) 2014: in this case, the casual role of synvisc one cannot be excluded for the occurrence of the events of asthma like symptoms and body aches, however the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.